Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rd900 neopuff infant resuscitator from the hospital for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator had a broken gas outlet port. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare for investigation. Without the complaint device, we were unable to determine if it had a malfunction that could have caused or contributed to the reported fault. If it was returned, it would have been investigated to confirm the reported fault and determine its root cause. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. It should be noted that the subject neopuff unit was almost eight years old at the time of the reported malfunction. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator had a broken gas outlet port. There was no patient involvement.